Event description:
The following has been reported: biomed reported: "intermittent screen flickering. Patient harm: no". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for intermittent screen flickering. At startup, the screen briefly changed colors in an abnormal way. With the device opened the color change was reproduced by applying pressure on the lvds cable. A mock infusion was not possible as when a cassette was loaded, after the fva pins performed their normal startup cycle, a tubing set misloaded warning appeared. Further testing found the resistor motor had failed. The motor was replaced and functionality restored.